Manufacturer narrative:
The insulin pump alarmed prime during prime test and alarmed motor error during the basic occlusion test due to moisture damage force sensor. The motor passed motor test. The displacement functioned properly. The insulin pump received with cracked reservoir tube lip, minor scratches lcd window, missing end cap sticker and cracked battery tube threads

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error and compromised force sensor system alarm with their insulin pump. The customer's blood glucose level at the time of incident was 130 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.